Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material unknown yet may have been prevented from removal from use due to physical damage to the device. The main component of the foreign material was magnesium carbonate, and na (sodium), s (sulfur), ca (calcium), and ti (titanium) were detected in only trace amounts. Magnesium carbonate is utilized for paint and other components, which can be additives contained in paint. As a result of the above confirmation results, that the paint may have adhered to the cover. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had foreign material adhered to the video connector due to insufficient reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found dirt on the scope connector cover that could not be removed, the curved rubber adhesive was missing, the bending angle was insufficient, the angle knob had play, the scope connector cover was scratched, the insertion tube was scratched, the operation part was scratched, the tip cover was scratched, the hardness adjustment ring was scratched, the switch box was scratched, the operation unit cover was scratched, the up/down knob was scratched, the up/down angle fixing lever was scratched, the right/left knob was scratched, the grip was scratched, the universal cord was scratched, the scope connector side of the universal cord was scratched, the scope connector was scratched, and the right/left angle fixing knob was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.